Event description:
The account alleged that the bed will continue to raise after the button is let go. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.